Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult leaflet capture and tissue injury were unable to be determined. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a positioning failure, causing tissue damage. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with flail.the first clip was advanced to the mitral valve. Difficulty was experienced grasping the leaflets with the first clip but was ultimately successful. A second clip was advanced to the mitral valve. It was not possible to grasp the posterior leaflet. Every time the clip is closed to 60 degrees, a loss of leaflet capture was observed. After several grasping attempts, the posterior leaflet was noted to get shorter until there was no posterior leaflet at all medial to the first clip. The physician believed the posterior leaflet had ruptured. The procedure was stopped at this point and the clip was removed. The physician is considering a surgery. No additional information was provided.